Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Investigators reviewed the information on reprocessing steps provided by the user and confirmed no obvious deviation from IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, black foreign material was found in the cleaning tank of the endoscope reprocessor. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.